Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) back light wires were pinched and showing bare wire.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported when turning pacing box power on for routine safety check, next the pacing box screen showed an error. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.